Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post the implant of an implantable pulse generator (ipg) system that the patient developed open pocket/erosion infection. The ipg system was removed. Cultures were taken and medication was administered. Replacement is planned. No further patient complications have been reported as a result of this event.